Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 6.2 inr and 6.4 inr. The result from the laboratory was 3.9 inr. On (B)(6) 2019, the result from the meter was 4.6 inr and the result from the laboratory was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.